Manufacturer narrative:
This report is submitted on february 26, 2019.

Event description:
Per the surgeon, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.